Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the mcl20 clip applier jammed during surgery. No other details were provided. Rep will follow-up. There was no consequence to the pt.